Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2022-22309. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture" and "scar tissue from rupture". This record is for the left side. The device remains implanted.